Manufacturer narrative:
E1 - facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during therapeutic laparoscopic cholecystectomy procedure the subject device had an error e226/e238. The procedure was completed using a similar device. There were no reports of patient harm..

Event description:
It was reported that during therapeutic laparoscopic cholecystectomy procedure the subject device had an error e226/e238. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.